Event description:
The customer reported to olympus a connection error occurred. Upon inspection and testing of the customer returned device, the repair center found the device had a scope communication error (e224) and no image due to cable failure. This report is being submitted for the malfunction found during evaluation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The evaluation confirmed the customer's complaint. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 27-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the cable failure was caused by corrosion of the electrical contacts in the connector part. The following information is stated in the instructions for use which may have prevented the event: "wipe off the electrical contacts on the video connector and its surroundings with dry gauze, and connect to the video system center when it is sufficiently dry. Also, make sure that the electrical contacts are clean before connecting. If the electrical contacts are used while they are wet or dirty, the equipment may be damaged and the safety of the patient or the operator may be jeopardized." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.